Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the capture threshold was steady at approximately 1.5 volts through (B)(6) 2014 and then varied, but was generally rising since then. It reached 2.375 volts by (B)(6) 2015. Concomitant product: 638rl28, heart ring, implanted: (B)(6) 2007. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increasing thresholds over several years. It was noted that impedance and sensing remains stable. No intervention was completed. The lead remains in use. No patient complications have been reported as a result of this event.